Manufacturer narrative:
(B)(4). D6a: implantation occurred in 2020. D6b: a portion of the implant was explanted on (B)(6) 2025. The reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the part and lot number involved in this event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4-5 years post nail implantation the patient developed a non-union of the subtalar joint with tibiotalar fusion and that the implanted nail was broken. A revision was conducted with portion of the nail removed and discarded by the facility with the remaining portion of the nail still embedded within the patient.